Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient did not feel stimulation as of (B)(6) 2015. The patient went to the hospital that day and upon measuring impedances, all electrode combinations were greater than 4,000 ohms with the exception of c and 0. The device was programmed to this combination and the patient felt stimulation. During a hospital visit on (B)(6) 2015, the patient did not feel stimulation on c+ and 0- at 2.8v. All combinations, when measured at various settings were greater than 4,000 ohms. The patient was able to feel stimulation at 7.2v; however the condition of feeling stimulation was ¿unstable.¿ the patient finally felt stimulation at the maximum voltage of 8.5v. An additional follow up report will be sent if additional information is received.

Event description:
Additional information received reported the patient fell down while riding a bike. On (B)(6) 2015, the patient still did not feel any stimulation and the impedances still were high on all combinations. The event was assessed as severe as the patient had prolonged hospital care due to removal of the device but the patient recovered.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0g3jg, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via manufacturer representative, reported the patient's system was removed on (B)(6) 2015.

Manufacturer narrative:
Analysis of the tined lead found that all conductors were broken near the tines, 5.5 cm from the distal end.

Event description:
Additional information received from the healthcare provider reported the patient had recovered.

Event description:
Additional information received reported the measurements of resistance values until (B)(6) 2015 had not been stable. Resistance values were 4 ,000 ohms or less, but were increasing as time went on. The output at which patients feel stimulation was also gradually in creasing. It stated that if the ¿instrument¿ had a defect, the patient wanted it removed. No further information was reported. An additional follow up report will be sent if additional information is received.

Event description:
It was reported that in mid-(B)(6) 2015, impedances were greater than 4,000 ohms on electrode combination 0 and 1. This was not addressed at the time as those electrodes were not being used. It was stated that ¿shortly before¿ a routine device check, the patient experienced a loss of stimulation. The output was increased and stimulation was obtained, but it was unknown how that happened. Upon measuring impedances during the device check at the hospital on (B)(6) 2015, electrode combination 0 and 3 exceeded 4,000 ohms. Stimulation had been programmed to 3-, 0+. The device was reprogrammed to electrodes 1 and 2 which showed normal impedances and the patient received stimulation. However, the patient would later stop feeling stimulation again. Impedances were measured on (B)(6) 2015 and the following electrode combinations were greater than 4 ,000 ohms: c and 3, 0 and 1, 0 and 2, 0 and 3, 1 and 3, and 2 and 3. The device was again reprogrammed, this time to electrode combination 2 and 1 which showed no abnormalities. The patient felt stimulation at a lower amplitude with 2-, 1+ than 1-, 2+, therefore at 1.2v, it was the setting used. It was noted that the patient rode a bike for lengthy period of time. The doctor instructed the patient to stop riding the bike for extended periods of time although it ¿might not¿ be related. At that time, the patient¿s incontinence had not worsened. On (B)(6) 2015 the patient visited the hospital for another impedance measurement. Their incontinence had not increased, but it did occur at night. At the time of the visit, the patient was again not feeling stimulation. Impedances were greater than 4,000 ohms for all electrode combinations with the exception of c and 0, c and 1, and 0 and 1, when tested with various parameters. In addition to 2-, 1+, the patient felt no stimulation with 1-, 0+ at various amplitudes. The patient did complain that stimulation was strong when 2.5v was ¿re-set up.¿ the device was changed from cycling to continuous mode and the patient felt stimulation ¿a bit¿ at 2.3v. Stimulation was also tested when programmed to 3-, 0+ with different amplitudes and body positions, but the patient felt no stimulation. When the device was programmed to 0-, 1+, the patient did not feel stimulation at 1.0v, but did feel stimulation in the genitalia at 2.0v. Stimulation was felt in the posterior genitalia when at 2.0v and programmed to 1-, 0+. With this electrode combination, impedances were greater than 4,000 ohms at certain parameters, but were also in range when tested at 1.5v, 210 ¿s and 2.0v, 300 ¿s. At this point, follow up was completed and then the iconsync was performed. The patient then complained of no stimulation at 2.0v. Stimulation was increased to 2.3v and the maximum output was 3.0v. No health hazards to the patient were noted. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received indicated, the full system had been explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.